Event description:
Caller states that the patient tested 5.6 inr for the reference value while duplicate testing on the same device produced results of 3.5 inr and 6.2 inr. Caller reports customer's coumadin was held, however, no adverse event reported. Requested return of suspect device and replacement was sent.